Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of low blood results. Caller normally ranges from 110-120mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (42) and the highest normal result (120) is located in zone b/d. No adverse event reported.